Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the contact was unsure on the reason for the cracked touch screen. Customer's blood glucose was 150 mg/dl. The contact confirmed that an alternate method of insulin delivery was available.